Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a bleeding rash with blisters on his chest and back. The patient's physician prescribed an unknown medication for the irritation. During a follow-up it was reported that the irritation had improved with the medication.